Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl procedure the customer's 8 x 23 mm milagro advance interference screw cracked but stayed intact and did not break into pieces. The surgeon backed out the screw with no issue and completed the procedure with another screw using the same bone hole. There was no patient harm or surgical delay to the case. The patient's bone quality was average. The device will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It is observed that there is a crack at the tip of the screw confirming the complaint condition. It is possible that the excessive force applied during the procedure.this failure could be attributed to user technique issue. A manufacturing record evaluation was performed for the finished device [4l95804] number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field device history lot: a manufacturing record evaluation was performed for the finished device [4l95804] number, and no non-conformances were identified.